Event description:
The patient had a baseline pericardial effusion present before we began using this mapping catheter. The baseline pericardial effusion worsened throughout the morning after using this catheter. Later after removing the catheter, we found a metal braid of the internal structure protruding out of the insulation and when reviewing fluoroscopy later, can see that it was protruding while we were using it in the body. The catheter was used in a typical manner. We do not have a reason for effusion worsening in the morning except for that catheter. Heparin was required to do the procedure and may have kept the potential venous injury caused by this catheter from clotting resulting in the pericardial effusion worsening throughout the day and this ultimately required a pericardiocentesis.